Event description:
Additional information was received via telephone call made to the reporter on (B)(6) 2017. It was reported that the fungal infection has been resolved. It was added that the consumer can wear contact lenses but she chose not to use them. Additional information was received from the reporter on (B)(6) 2017. It was reported that, with the approval from the ophthalmologist, the consumer has resumed contact lens wear and was prescribed with fluorometholone ophthalmic eye drops as post treatment for over two month.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As initially reported via email by an optician, several consumers experienced infections in relation to the complaint product. Further information received clarified that a female consumer experienced a fungal infection in the iris, which caused her to "almost lose" her cornea. The consumer was reported to be under the care of another eye care professional (ecp) for treatment of this event. Further information received stated that the location of the reported fungal infection was variable; however, the reporting optician could not provide additional details. As of (B)(6) 2017, the consumer was still being treated for the event; however, it was reported that the infection looked "controlled." Further information received stated that the consumer was being treated with an unspecified antibiotic for treatment of the event. Additional information has been requested but not yet received.